Manufacturer narrative:
A review of the complaint history for sn (B)(6). Was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6). Was performed from the date of manufacture, 22-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that keyboard tray was stuck in the closed position and unable to be released. A field service engineer (fse) ordered and replaced the bezel. Further the fse found that the tray and slides were non-functional, requiring the slides to be destroyed to access internal screws and replace both the slides and keyboard tray assembly. A the system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the keyboard became stuck and could not be pulled out. It appeared that an object was obstructing the keyboard drawer. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.